Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and insulin pump had a blank display. The customer¿s blood glucose level was 440 mg/dl at the time of the incident and the current blood glucose level was 440 mg/dl and treated with an injection. Troubleshooting was declined for high blood glucose level. Customer reports the following symptoms related to their high blood glucose like nausea and vomiting. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.